Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 500 mg/dl. Customer's mother stated the customer might have been laying on the device but was working fine at breakfast. Customer has dropped the device occasionally. Customer also took a shower and left the device in the bathroom but it was not exposed to humidity. Customer's mother was advised to discontinue use of the device and revert to back-up plan. No further info reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test were not performed due to unresponsive buttons. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on lcd window and cracked case at display window corners.